Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported. Additional information received indicates that lead was fractured.